Event description:
It was reported that the right atrial (ra) lead exhibited amplitude out of range. The ra lead remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).